Event description:
It was reported that the patient (pt) met with their rep who said to call for a new recharger (rtm). When the pt attempted to recharge the ins they would get the charging session started and when they would lay the controller down beside them it would go off and break contact by losing contact. They can hook the rtm to the controller and get it to charging the ins but when lay it down beside them it goes off and breaks contact saying it had lost contact. Pt said the equipment had gone haywire and noted that one time cord got warm. During call pt verified no damage to the rtm or to the controller charging port. Pt reset the controller and when they attempted to recharge the ins they got excellent, just recharging, then good. The controller was at 90% and the ins was at 100%.the issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the rtm (s/n (B)(6)) revealed that the device tested okay. Found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.